Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher. The embolization coil was intact with its pusher assembly. The embolization coil had stretched and had offset coil winds. The smart coil was bent along the length of the device. Conclusions: evaluation of the returned smart coil confirmed a device with offset coil winds that was unable to advance out of its introducer sheath. Offset coil winds may occur if the embolization coil is forcefully advanced against resistance. However, based on the complaint description, the root cause of the resistance could not be determined. The offset coil winds likely contributed to the resistance experienced during the functional test and prevented the coil from being advanced out of its introducer sheath. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath and into the rotating hemostasis valve (rhv) of a non-penumbra microcatheter; therefore, it was removed. It was reported that the smart coil would not advance out of its introducer sheath on the back table. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.